Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
Customer reported a problem with his precision xtra/optium blood glucose meter which was not operable at the time of the event. He reported losing consciousness and the paramedics were called; however, the customer reported that they did not administered medications or perform a blood glucose test. The paramedics took the customer to the long island jewish hosp, in new height park, ny where his blood glucose test was performed and the result was between 40 and 50 mg/dl. The customer reported being diagnosed and treated for "severe hypoglycemia" and at the hosp having a "glucose shot" to counteract the event. There was no report of death or permanent impairment associated with this event.